Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that only segments of the lead were returned. Analysis could not confirm the clinical observations as the lead segments returned passed electrical testing.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to high out-of-range pacing and shock impedances and high thresholds. Besides surgical intervention there were no adverse patient effects.